Event description:
It was reported that the patient had very poor wound healing post procedure and the wound was partially dehisced. After opening the incision fully up the physician noticed a hematoma by the pocket. The electrode was exposed and part of the device pocket was opening as well. Given the high risk of possible infection they decided to remove the whole system. There were no additional adverse patient effects.